Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation grade 4. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr) in the patient with a pre-existing history of heart failure. On (B)(6) 2018 two mitraclips were implanted reducing mr grade to trace without incident. The patient was discharged home on (B)(6) 2018. Ten days after discharge, on (B)(6) 2018, the patient was re-admitted to the hospital with heart failure. In the physician's opinion, the mitraclip did not cause nor contribute to the heart failure. In the physicians opinion, the worsening heart failure was due to the developed alveolar hemorrhage from the strong influence of warfarin and the patient had the bacillemia condition due to infection and developed kidney failure. The patient was found to have recurrent mr grade 4, but it was not due to disease progression. The two mitraclips are stable and attached to both leaflets. The heart failure was treated with medications (antibiotic, diuretic, and cardiotonic medications). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2018 the patient had an mr grade of 3 at the follow-up thoracic echocardiogram. In the opinion of the physician, the cause of the recurrent mr grade 4 was volume overload and a bacterial infection in the blood. The physician also opines that the reduced emulgent is also a factor in the mr grade. The patient expired on (B)(6) 2018 due to pneumonia and heart failure. In the opinion of the physician, the death is not related to the mitraclip. No additional information was provided.